Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a severely cracked and bleeding display glass, and cracked display window corner.

Event description:
The customer's mother reported via telephone call that the insulin pump was cracked at camp. She did not know the blood glucose reading. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.